Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and stenosis are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional non-surgical treatment and hospitalization was related to operational context.

Event description:
It was reported that on (B)(6) 2015, one supera stent was implanted in the superficial femoral artery. The patient had calf pain and in-stent restenosis on (B)(6) 2016. Laser atherectomy and balloon angioplasty were performed. The condition resolved. No additional information was provided.